Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 600 mg/dl) and a high level of ketones were present. Insulin injections were administered to address the bg level. The cause of the high bg was not known. As the customer was not currently experiencing a high bg level, tandem technical support advised the customer to discuss the events with a healthcare provider.